Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose (bg) levels declined to 21 mg/dl while wearing the pod between 4 and 24 hours due to overcorrecting for high bg levels earlier in the day. The patient was treated with intravenous glucose. The patient was released later the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No damages or manufacturing defects were observed. The patient history buffer showed that the algorithm was operating as expected while in automated mode and the pod was in manual mode at the end of it's run, correctly delivering at the user's set basal rate. The pod functioned as intended.